Event description:
The customer reported 12-lead ECG lead v1 signal loss which could delay diagnosis or treatment. There was no pt impact.

Manufacturer narrative:
The customer reported 12-lead ECG lead v1 signal loss which could delay diagnosis or treatment. There was no pt impact. A philips field service engineer evaluated the unit, confirmed the failure, and resolved the reported issue by replacing the leads ECG trunk cable.